Event description:
It was reported that (2) devices were during a video assisted thoracic surgery. It was reported by the rep that the scrub nurse had difficulty loading the instrument, the reload kept popping out. On the 3rd firing (not sure which of the ez45b) the staple line was inconsistent and bloody. Another instrument was used to complete the case. There was no consequence to the patient.